Event description:
It was reported that the patient had presented to physician with periodic abdominal pain. Patient is now scheduled for explant surgery in 2007.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.